Event description:
It was reported that during a unk procedure, the handpiece trigger was sticking in reverse. Another handpiece was used to complete the procedure. There were no adverse consequences or delay in the procedure due to the event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The trigger assembly was broken. The handpiece was repaired and returned to the customer.